Event description:
Voluntary recall of covidien heparin flushes on 08/20/2013. On (B)(6) 2013 - pt received affected medication (qty (B)(4) each) from our branch. On (B)(6) 2013 - pt had stem cell transplant. On (B)(6) 2013 - pt febrile but not neutropenic. Blood culture positive for coag negative staph. Pt admitted to hospital from (B)(6), treated with IV antibiotics. On (B)(6) 2013, pt also treated positive for c. Diff colitis by pcr and treated. On (B)(6) 2013 - I called pt to notify of recalled heparin. Pt was in hospital at time of contact for fever and knee infection. Pt to check lot numbers of heparin when d/c home and we would send replacement clinical (B)(6) cancer center alliance informed of heparin recall, who notified (B)(6) and their practitioners on (B)(4) 2013. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.